Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for maintenance service. There were no reports or allegations of patient harm or injury. The device was not reported to be in patient use. During the evaluation of the device at a third-party service center, the device log files were successfully downloaded and reviewed in full. A ¿vent service required¿ alarm error was observed indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. The investigation determined that the condition was caused by contamination within the blower assembly, blower bellows seal, machine flow sensor, fio2 tubing, and in-line filter prox. To address the issue, the machine flow sensor, blower assembly, and blower bellows were replaced. Additionally, a debug error associated with transient sensor events was identified during the evaluation. The system printed circuit assembly (pca) was replaced to correct the issue. Due to the 4-year preventive maintenance, the air inlet foam filter, particulate filter and muffler assembly were replaced. The customer complaint was confirmed. The device has been serviced, inspected, tested, and met acceptance criteria in accordance with all of the applicable customer requirements.

Manufacturer narrative:
The reported failure of vent service required alarm indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn, review confirms that the device met the final acceptance criteria and was released for final distribution.